Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the doctors did not believe the renal dysfunction to be caused by the device. The patient was originally a destination therapy case due to renal function. The renal dysfunction developed after diuretic administration. The diuretic was reduced and balanced. The device operated without problems and no low flow alarms occurred. The patient also observed edema and weight gain.

Event description:
It was reported that the patient was readmitted for renal dysfunction on (B)(6) 2023. The maximum creatinine value was 2.83 mg/dl the doctor believes there is low but undeniable possibility that the renal dysfunction is related to the device. The patient originally had renal dysfunction but it could be considered that it may have been decreased by a steady flow. The patient was given an intravenous drip of carperitide and was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Initial reporter address line 1: (B)(6). Initial reporter postal office or zip code: (B)(6).